Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported system provided calculations which were off in the left eye of the patient as a result lens power came out wrong after refractive surgery, post the patient experienced glares, corneal edema, mild astigmatism, dryness, itchiness, eye pain. Further, the intraocular lens was explanted. There was no patient harm and medical intervention reported additionally.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported system provided calculations which were off in the left eye of the patient as a result lens power came out wrong after refractive surgery.there was no patient harm and medical intervention reported additionally.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There were no service records (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.